Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the event and to provide corrections to sections: d9, e1, e2, e3 and g2.

Event description:
The reported event occurred during inspection, prior to the procedure.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. It was confirmed that the design of the dr board was changed on april 16, 2018 for the phenomenon that the endoscopic image does not appear in combination with the 180 scope. A review of the repair records confirmed there was no repair history related to this event. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. Since the product has been manufactured for about 6 years, it is likely that the patient board set (ap board, dr board) failed due to age deterioration in addition, it is presumed that this product was caused by the failure of the operational amplifier because no countermeasures were taken by changing the operational amplifier circuit design of the dr board. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the model service endoscopy technician.

Manufacturer narrative:
The local service department evaluated the device and the reported issue was confirmed as only a gray colored image could be seen after switching on the processor due to a defective patient board set. The patient board set was replaced and the device was tested and functioned appropriately. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The mobile service endoscopy representative (B)(4) was informed by the user facility that the evis exera iii video system center had "no image display, only a gray colored image; no test image" during an unspecified event. No patient injury or harm was reported.